Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device in the united states under 510k number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 7 states, "early or late postoperative, infection, and allergic reaction." Number 12 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 19 states, "persistent pain." This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2016-00058 / 00060). Remains implanted.

Event description:
It was reported that the patient underwent a partial knee arthroplasty on (B)(6) 2015. Patient further reports allegations of pain when climbing stairs, weakness, dislocation, infection and metal sensitivity. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.